Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked case, cracked case-corner of belt clip rails, and broken battery tube threads. After battery installation unit gave an unexpected flashing white or blank display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, displacement test or verify missing segments or partial display due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a partial display. The customer¿s blood glucose level was 95 mg/dl at the time of the incident. Customer stated that the display was flashing or solid white. Customer stated that the insulin pump was drop and bump. The device will be returned for analysis.